Manufacturer narrative:
Follow-up # 1 date of submission 04/10/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/25/2014 with the following findings: the keypad cover was found to be peeling/lifting along the edge of the keypad from the contrast button to the ok button. During testing, all keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed that the audio bolus button cover had a hole in it. The audio bolus button responded appropriately to button presses. Also unrelated to the complaint, evaluation revealed that the text on the display screen was dim/faded and discolored. In addition to the unrelated issues, evaluation revealed that the battery compartment was cracked at the opening of the battery chamber. The returned battery cap was able to be fully secured to the pump. No power issues occurred during testing. There was no moisture damage observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.